Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient inquired about how to turn their therapy off before going to their doctor's appointment for procedures that will involve using electric needles to check their arm and nerves. Patient added that they haven't been feeling the therapy sensation about a couple weeks ago and their back wasn't feeling good. Agent reviewed with the patient that they just had to turn off their therapy before going for their doctor's appointment. Patient tried accessing their mystim pc to check how they can turn off their therapy but got the "not found" message screen. Agent walked the patient through resetting communicator and connecting to handset. Patient said that they saw a flash message saying "neurostimulator battery empty. Therapy is no longer available" and this is the first time they saw this message. Agent reviewed vanta end of service (eos) with patient. Patient said that dr. Gibson said it will last for 10 years. The patient was redirected to their healthcare provider to further address the issue.